Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medtwach report # 3004209178-2013-96599.

Event description:
It was reported that the paramedics were called and treated the customer low blood glucose of 0.8mmol/l. It was stated that the insulin in the reservoir appears to be cloudy or possible the vial is expired. No further information was provided.